Manufacturer narrative:
The lead under complaint was not returned for analysis. The investigation is therefore based on the inspection of the returned data, the manufacturing process of the lead and the ICD as well as the analysis of the ICD itself. The ICD was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the ICD were tested and the ICD proved to work as expected. The analysis of the provided trend data, recorded between october 17th, 2019 and june 12th, 2020, showed an abrupt increase in the rv shock impedance in the beginning of june 2020, as indicated in the complaint. The manufacturing processes for ICD and lead were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The final acceptance test of the ICD proved the ICD functions to be as specified. In conclusion, the ICD proved to be fully functional. The analysis of the memory content showed a normal device behavior while the ICD was implanted and in service. There was no indication of an ICD malfunction.

Event description:
After an implantation period of approx. 49 months, it was reported that an alert of a high shock impedance was observed on homemonitoring.